Event description:
The customer reported the autopulse platform(sn (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) upon powering on. Zoll technical support personnel provided instructions to the customer but the (ua) 45 advisory message was unable to be cleared because the customer received another call. Upon follow up, the customer reported the platform is back in service and the user advisory was cleared. No patient involvement.

Manufacturer narrative:
The autopulse platform (sn (B)(4) involved in the reported complaint will not be returned for evaluation because the customer cleared the user advisory (ua) 45 (not at "home" position after power-on/restart) error message by following the instructions provided by the zoll personnel. The root cause for the (ua) 45 error was due to the driveshaft not being at "home position," likely attributed to unintended user error. The customer tested the autopulse platform, and the platform functioned as intended. Therefore, service was not required to be performed by zoll. User advisory is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart.